Event description:
It was reported that pt was in cardiac arrest, during use, device compressed once and displayed "replace battery". Battery was replaced, system again compressed once and displayed replace battery. Manual CPR was administered.

Manufacturer narrative:
Battery was not returned for investigation. The customer scrapped the battery, but had tested it and provided the data. Based on this data: battery was tested; it passed power testing. Probable cause for the reported "replace battery" messages might have been due to the use of any of the 6 failed batteries.